Event description:
It was reported that this was an acute myocardial infarction patient. The procedure was to treat a 90% stenosed lesion in the proximal right coronary artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed with the 3.0 x 15 mm trek balloon, with three inflations of 12 atmospheres (atm). A non-abbott stent was advanced, but did not cross the lesion. Additional dilatation was performed with the trek at 12 atm. The stent was delivered a second time, but failed to cross the lesion. The trek balloon was then inflated distal to the target lesion at 14 atm. It was noted that the deflation time was significantly slow compared to the previous deflation. The trek balloon was unable to deflate completely, but was able to be removed from the patient. There were no adverse patient effects reported. A non-abbott balloon and stent were used to complete the procedure successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough extra floppy, fielder fc. Guide cath: launcher 7f jr4, brite tip 7f al st. Evaluation summary: evaluation of the returned rx trek balloon catheter found blood visible in the guide wire lumen and contrast in the loosely folded balloon and inflation lumen, consistent with preparation and use of the catheter in the patient anatomy. The shaft was bunched sporadically through out the entire length. There multiple bends through out the entire length of the hypotube which likely occured during packing for return analysis. Factors that may contribute to the difficulty to deflate a balloon catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure these difficulties are not the result of manufacturing, all products are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. The total catheter length was measured and met manufacturing criteria. A new indeflator filled with contrast medium; diluted 1:1 with water and was used to inflate the balloon to the rated burst pressure (rbp) of 14 atmosphere. The balloon inflated to rbp with no anomalies noted. While pressurized it was observed that the inner member was bunched 3 mm and 6 mm proximal to the proximal end of the tip, both in lengths of .5 mm. The indeflator was also used in the attempt to measure the deflation times of the balloon, but the balloon was not able to deflate after 5 minutes of negative pressure applied. Fluid was unable to pass through the bunching in the shaft. Reportedly, no damage was reported as being observed during the product inspection prior to use; therefore, it is likely that the noted shaft damage occurred during the procedure. Additionally, it was reported the rx trek was used successfully several times with no deflation difficulties noted. It is likely that the shaft bunched during the multiple passes through the heavily calcified lesion, further contributing to the balloon unable to deflate. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality issue. The reported difficulties appear to be related to the operational context of the procedure.